Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown mentor gel prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with unknown mentor gel prostheses. In 2014 left sided rupture was diagnosed through ultrasound. On (B)(6) 2018 left sided baker¿s grade iii and right sided baker¿s grade ii capsular contracture were diagnosed. As a result, and explant is planned for (B)(6) 2018. This report relates to the right implant. (See 1645337-2018-05840 for contralateral prosthesis report).

Manufacturer narrative:
On 12/12/2018, it was reported to mentor that the device evaluation have been completed. Upon receipt by mentor, the device contained gel with cloudy appearance. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab revealed creases on the anterior view of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. At this point it is not possible to determine the root cause of the creases. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the creases were the root cause of the capsular contracture. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/20/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).